Event description:
The issue reported involved the customer updating the time and personal profile settings on their device. There was no adverse impact to the customer¿s blood glucose level, as the previous settings did not cause any extreme values. Technical support assisted the customer in updating the pump time and advised them to monitor for any recurring discrepancies greater than five minutes. The customer understood and acknowledged this guidance.